Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned. Visual inspection of the provided x-ray images in complaint file performed at customer quality (cq) was able to confirm the reported condition of screw position located in 180 degrees, which does agree with the reported complaint condition. The x-ray review was performed with the help of medical safety officer who determined that the proximal head element has migrated/backed out and is now rotated 180 degrees. A review of the device history records was unable to be performed since the lot number was unknown. Tabulated product design drawing for the family of tfna screws was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. A definitive root cause for the screw backing out / rotating 180 degrees could not be determined based on the provided information. The most likely cause is a failure of the interface between the screw and nail's internal locking mechanism. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for one (1) unknown tfna lag screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tfna lag screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a trochanteric fixation nail advanced (tfna) nail and locking screw on (B)(6) 2018. The locking screw broke on an unknown date. An image of the nail was taken on (B)(6) 2018, showing the locking screw position located in 180 degrees. It was further reported that the tfna locking screw was not broken. The patient underwent revision surgery on (B)(6) 2018. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome is unknown. Additionally, received x-ray was reviewed and it was noted that the head element screw has rotated 180 degrees/backed out which also indicates that the locking mechanism in the nail has failed. This report is for one (1) unknown tfna lag screw. This is report 2 of 3 for (B)(4).